Event description:
It was reported the epg (external pulse generator) was in use on a patient after cardiac surgery. The device setting mode was 80ppm (pulses per minute). But the setting rate was detected to be around 120ppm during the doctor's rounds. It was reported as incident in the hospital. The dial part of epg was covered, and it was in a drawstring pouch to keep it hanging from the patient¿s neck. It was questioned if the epg cover included in the device package was used, but it was not in this case. For prevention of recurrence, the patients will be instructed and the cover will be used. The epg will not be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a device serial number, the manufacturing date cannot be determined. (B)(4).